Event description:
It was reported that during a pulse generator changeout, it was determined that the right atrial lead dislodged. The lead was capped and replaced. The patient was doing well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.